Manufacturer narrative:
This report is for an unknown 3.5mm cortex screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021 the patient underwent removal of one (1) locking compression plate (lcp) plate, one (1) unknown cancellous screw and six (6) unknown cortex screws due to pain. Hardware removal was difficult because of bony over growth, but the hardware came out successfully. No further information provided. This report is for one (1) 3.5mm cortex screw. This is report 7 of 8 for complaint (B)(4).